Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's left ventricular (lv) lead had pulled back into the coronary sinus. There was loss of capture noted. Moreover, the lv lead was abandoned surgically. No additional adverse patient effects were reported.